Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that at a recent device upgrade procedure, both the right atrial (ra) and right ventricular (rv) lead disinigrated upon explant. The leads were removed from the patient and two new leads were placed without difficulty. Prior to this procedure, both leads had exhibited some noise as well as oversensing. No adverse patient effects were reported.